Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call bolus anomaly. Customer's blood glucose level was 289 mg/dl. Customer advised they took two different bolus amounts and they did not register on the insulin pump. Customer was able to record 0.5 units on the bolus history. Customer was advised to monitor their blood glucose and call back if issues persist.